Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system caused extravasation in the patient during the CT exam. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "caller states they recently switched to the nexiva diffusics and over the last month have had about 7 extravasation. They are able to draw blood and flush with out issues. When they power inject the patient appears fine and not in pain, but the evaluation of the IV site after shows extravasation. She is unclear if it is a placement issue or issue with the catheter... I honestly do not know this information as its charted in the patients charts and did not keep a list of the patient's names until now. The exams were CT¿s the exams for the most part were scanned as a without contrast because there was no contrast in the images on 2 of them, I would say 2 or 3 of them were stopped and we were able to start another IV and continue with the contrast that was left and one of the exams was injected the entire amount and the radiologist approved us to start a new IV and inject in the other arm to complete the scan, and 2 or 3 were rescheduled. No serious injury really."

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system caused extravasation in the patient during the CT exam. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "caller states they recently switched to the nexiva diffusics and over the last month have had about 7 extravasation. They are able to draw blood and flush with out issues. When they power inject the patient appears fine and not in pain, but the evaluation of the IV site after shows extravasation. She is unclear if it is a placement issue or issue with the catheter. I honestly do not know this information as its charted in the patients charts and did not keep a list of the patient's names until now. The exams were CT¿s the exams for the most part were scanned as a without contrast because there was no contrast in the images on 2 of them, I would say 2 or 3 of them were stopped and we were able to start another IV and continue with the contrast that was left and one of the exams was injected the entire amount and the radiologist approved us to start a new IV and inject in the other arm to complete the scan, and 2 or 3 were rescheduled. No serious injury really."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.